Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "medication x 2 spiked and programmed into pump - when checking on infusions approximately 10 minutes later the bags were empty though the pump still indicated it was infusing them. Pump and channel sequestered and sent to bio med. No harm to patient." An incomplete date of event of (B)(6) 2018 was provided.